Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. The patient is a participant in the wrap it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the episode for which the therapy was delivered was atrial fibrillation (af) with rapid ventricular response.